Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box shows typical usage alarms and warnings; because the pump was used after the original complaint date, no data is recorded in the black box or alarm history related to the occlusion alarm. A 29hr flow accuracy test was performed with no random boluses occurring; the pump was found to be delivering accurately. Unrelated to the complaint, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump user guide instructs the user to disconnect, and prime to clear and occlusion alarm. The user guide informs the patient that all deliveries are stopped when an occlusion alarm is received. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
The patient reported experiencing elevated blood glucose levels (556mg/dl) along with nausea, sweating and dizziness. The patient reports, receiving a low battery alarm at 4:10am, and occlusion alarm at 4:30am which was not resolved. The pump eventually lost power. The patient reports having not eaten anything the entire day and also having bronchitis which is being treated with antibiotics. At 11am, when she found the pump with no power, she changed the battery and resumed delivery. The patient attempted to correct her blood glucose levels with a bolus, but accidentally cancelled the bolus. The patient treated with injections.